Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the most likely cause of the non-original detergent being used was not following the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: 3.5 checking and replenishing the remaining amount of detergent - refilling detergent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the user used a non-original detergent in the endoscope reprocessor. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.